Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the string pulled out of a tampon upon removal. She also stated that the cotton part of the tampon tore. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.